Event description:
Event description cpi received information that this myocardial lead was removed from service due to oversensing and failure to capture. It was replaced with another lead of the same model.